Manufacturer narrative:
(B)(6).

Event description:
It was reported that the alert destination for the its was set to (B)(4), but the stand alone central had an ip address of (B)(4). Due to the in correct ip address, no access point (ap) errors or apc errors would be sent to the central which could result in a situation where an ap or apc could go off-line and staff would not receive any notification at the central. The device was in use at the time of the event and there was no patient incident.